Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator (ICD) in backup operation due to magnetic resonance imaging (MRI) scan that was performed without the proper programmed settings. High voltage therapy was disabled in backup and attempts to restore the device were unsuccessful. No further interventions were reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes that the backup mode due to magnetic resonance imaging (MRI) scan that was performed without the proper programmed settings was on a pacemaker (pm).

Event description:
New information received note that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, and h6.